Manufacturer narrative:
The exposed portion of the soft cannula was found to have two tears. Fluid was observed exiting the tears during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Blood was observed on the soft cannula of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It has been reported that the patient's blood glucose levels rose to greater than 13.9 mmol/l (>250 mg/dl). The patient was not sure on the delivering of insulin and that there was bleeding around the infusion site. The device was returned and two tears and bleeding were observed in the cannula.